Event description:
Caller states that they tested between 120-180mg/dl on his device and on another device tested at 401mg/dl. No timeframe provided. No strip information provided. No quality controls were used. Device is not available for return/eval.